Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: delamination of the valve and opening on anterior. Microscopic analysis was performed which identified: delamination (>75% total separation) and striated opening on anterior. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. A delamination total of the valve (adhesive failure).